Event description:
It was reported by the customer that their insulin pump was alarming and the display screen is frozen. Customer also stated device buttons are unresponsive. Advised customer to remove battery, wait five minutes and reinsert. Customer stated device buttons were partially unresponsive and did not alarm after the batteries were reinserted. Also, display screen was still frozen and showed no advancement of the time. Customer declined further troubleshooting. Blood glucose level was 220 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.